Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hip revision due to broken / fractured srom stem.

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Device available for evaluation this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint states hip revision due to broken / fractured srom stem. The stem was broken in two. Cup and liner remained in situ, head and stem revised. Only stem will be returned for investigation. Customer letter of findings required. Patient underwent primary procedure 4 years ago. The stem was implanted as per our surgical technique. A complaint database search and review of manufacturing records did not identify any anomalies. Bioengineering reviewed the lab report, x-rays, and products in (B)(4) which states; date of the scan is unknown. A small radiolucent line is obvious on the lateral aspect of the stem, in the stem sleeve junction, which could be the stem fracture. The stem is in varus. Pre and post-op x-rays have not been provided for further investigation. Visual inspection of parts was conducted under (B)(4). Internal depuy test report, (B)(4), was reviewed in current investigation. Only the stem and head were revised. Head was not returned for investigation. The stem fracture was located within the sleeve taper region of the stem. Concentric lines on the fracture surface are indicative of low-cycle fatigue, and points to the fracture origin point on the lateral aspect of the stem. Polishing was seen on the lateral aspect of the stem on the edge of the fracture region, this could have been due to post-fracture movement of the stem in the sleeve. Patterned markings were also noted on the stem, below the sleeve, it was not possible to identify its origins and could possibly be caused during implantation or during retrieval surgery. Information provided states patient was not obese and did not experience any kind of a fall. Due to lack of medical notes or consecutive x-rays it is not possible to determine the root-cause for the device fracture. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables e.g. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.